Event description:
The customer contacted baxter's technical service center to report a smell coming from the home choice (hc) during fill. The home patient (hp) said the machine smelled funny and the heater bag was not warming up. The technical service representative (tsr) assisted to end therapy and unplugged the machine. The technical service representative (tsr) arranged a swap of the device. There was a patient involved, but no patient injury or medical intervention was indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). The reported issue of "funny smell" was confirmed during pal evaluation. The cause of the problem is an overheated u2 on the accomp pcb. The accomp pcb was scrapped to solve the problem.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was tested and passed the homechoice return instrument test / evaluation (rite) electrical test, but failed the rite functional test due to timeout occurred during fill and heater bags temperature out of range. A follow-up MDR will be submitted upon completion of the evaluation or if additional relevant information is received. (B)(4).